Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, dyspnea and stenosis are listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0x8mm xience alpine stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2015, a 3.0x12mm xience alpine stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion and a 3.0x8mm xience alpine stent was successfully implanted in the proximal lad lesion. On (B)(6) 2016, a stress test was performed with positive results. On (B)(6) 2016, the patient was hospitalized for chest pain and dyspnea. Per angiogram, 80% stenosis in the proximal lad was noted. Stenosis was within 5mm of to the 3.0x8mm alpine stent. The 3.0x12mm xience alpine stent contained 90% in stent re-stenosis, and a new distal lad lesion was noted. Another percutaneous intervention (pci) was performed as treatment. During revascularization, with 4 non-abbott stents, the septal perforator coronary arteries were jailed by the non-abbott stents. Following an intra-procedure myocardial infarction (mi) was diagnosed. Reportedly, the mi was due to septal perforator jailing with the non-abbott stents and not related to the xience alpine stents. Cardiac monitoring was performed an extra day. On (B)(6) 2016, the patient was discharged home. There was no additional information provided.